Event description:
It was reported that the implantable cardiac defibrillator (ICD) battery depleted earlier than expected. The ICD was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.